Event description:
On 02/15/96 a pt, with reoplasma prostate, underwent a radical prostatectomy with cancer infiltration and resulting resections of the following: prostate gland, vesiculae seminales, bladder base. An infiltration of bladder base necessitated the resection of bladder trigonum up to both ureter orifices. According to the customer, the suture of the bladder was made in two layers using dexon and nylon. On 06-03-97 the pt returned due to complications of the above procedure. An endoscopic examination was performed. The customer reports, in the position of the vesicourethral anastomosis there was found an incrustation which contained the complete stitch with its knot and the stone formation placed on it. The stone was removed together with the suture.